Event description:
The customer reported to olympus, that the visera elite ii xenon light source showed error e112. Inspection and testing of the returned device found detachment of the screws on the filter turntable. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as a true e112 - external light source device turret error/failure. The device evaluation found that the error e112 was due to a detachment of the screws on the filter turntable. After re-tightening the screws the fault was eliminated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. Please see updates to e1, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the screws detaching on the filter turntable was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] do not apply excessive force to the light source and/or other instruments connected. Damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.